Manufacturer narrative:
Corrected data: product available to stryker; reason for no evaluation. An event regarding revision due to pain involving an mrh baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were provided for review. Device history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the exact cause of the reported pain could not be determined because insufficient information was provided. Further information such as device return and device lot details, pre- and post-operative x-rays, operative reports, patient history and follow-up notes are needed to complete the investigate for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that surgeon performed a right knee revision on patient due to pain. Explants are able to be returned. The sales rep has no further information.

Manufacturer narrative:
The following other devices were also listed in this report: hrhk bumper, mrhk bumper insert - neutral, cat# 64812130, lot# unknown; hrhk tibial insert 13mm mrhk tib ins 13mm xs/s s1/s2, cat# 64813213, lot# unknown; sm distal femur axle gmrs small axle, cat# 64952115, lot# unknown; bushing sm distal femur gmrs small femoral bushing, cat# 64952105, lot# unknown; hrhk tibial rotating component mrh tib rot comp xs-xl, cat# 64812100, lot# unknown; tibial sleeve mrhk tibial sleeve, cat# 64812140, lot# unknown; regular fluted stem 12x8mm ti dur reg fluted stem 12x80mm, cat# 64786610, lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon performed a right knee revision on patient due to pain. Explants are able to be returned. The sales rep has no further information.